Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, mildly tortuous lesion in the mid left anterior descending artery (lad)with 75% stenosis. A 3.50 x 15mm trek rx balloon dilatation catheter (bdc) was prepared according to the instructions for use, with no issues. Initially, a zinrai 2.5/15 mm balloon was successfully delivered to the lesion for pre-dilation. To achieve further indentation, the bdc was then delivered to the lesion, with slight resistance felt with the patient anatomy. The first inflation at 8 atmospheres (atm) was uneventful, but during the second inflation at 10 atm, the balloon ruptured. Subsequently, the procedure was completed with a hiryu 3.5/10 mm balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.